Manufacturer narrative:
A field service engineer (fse) investigation was performed on-site at the hospital, and the reported event was not replicated. The fse could not reproduce any errors or malfunctions described by the customer. No issues were found.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the arms were moving with unintuitive motion. This resulted in a minor injury to the liver. The surgeon was able to cauterize the liver to repair the injury. The surgeon stated the camera arm was jerky as well. The procedure was completed robotically.